Event description:
The customer reported that during a scalp procedure, the dressings caught on fire causing patient injury. The site's biomedical engineer tested unit and found it to test satisfactory and stated the unit will not be returned for evaluation.

Manufacturer narrative:
(B)(4). The site has indicated that the incident unit will not be returned for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained a follow-up report will be submitted.